Event description:
During a unknown procedure, the device did not establish an anastomosis. There were several staples missing. No staples found in patient. No patient consequence. One device returning.